Manufacturer narrative:
(B)(4). Batch #: u95x9l. (B)(4). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was received with one jaw disengaged from the cam. This condition would not allow the jaws to collapse in order to form the clips. No functional test was performed due to the condition of the device. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembly, no anomalies were found. In addition, five clips were found inside the clip track. No conclusion could be reached regarding what caused the jaw to become disengaged. Although no conclusion could be reached regarding the cause of the reported event, the instructions for use contain the following: "caution: possible causes for the condition of the jaw disengaged from the cam may be an inadvertent force, twisting, or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the surgeon fired two clips and then clip applier jammed. He had trouble even closing the handle to get it out of the port. It was unknown how procedure was completed. There was no patient consequence.